Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A transeptal puncture was performed with a non-bsc device. The activated clotting time (act) was 289. A watchman® access system was inserted into the patient over the non-bsc guide wire; however, before the access system reached the septum, two clots were noticed. One clot was near the guide wire and the other was on the inferior side of the septum in the right atrium. They decided to abort the procedure. The patient was given heparin and one of the clots dissolved. There were no patient complications and the patient's condition was stable.